Event description:
It was reported that an unspecified quantity of vented micro-volume inlets was leaking from the vent. This issue was described as, ¿first 50ml vial runs fine but after they swap container they notice it starting to leak out of the vent¿. The device contained sodium bicarbonate. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.